Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(6).

Event description:
Medtronic received information that 2 years and 3 months post implant of this aortic bioprosthetic valve via sternotomy, it was explanted and replaced due to severe regurgitation, leaflet tearing in two areas, and unacceptable hemodynamics (echocardiogram measured a high mean gradient of 14mm hg). There was no presence of endocarditis. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic's quality laboratory, visual inspection of the valve indicated that it was distorted (oval-shaped) and was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. Pledgets were observed on the inflow along the tissue and base stitching adjacent to the left cusp. The pledgets were inward towards the leaflet, which may be associated with the host tissue overgrowth. All leaflets were slightly stiff but flexible, except where host tissue extended on the inflow. Tears and abrasions through the free margin and lunula of the right and non-coronary cusps were determined to be due to contact with the bias cloth along the stent posts. Long suture tail contact may have contributed to the tear adjacent to the right non-coronary stent post. Tears and abrasions through the lunula of the left cusp were determined to be due to contact with a long suture tail and/or bias cloth. A long white suture tail was determined to be in line with the abrasion adjacent to the left right stent post. All commissures were intact. Remnants of glistening off-white pannus lined the sewing ring on the inflow, to the tissue and base stitching adjacent to all cusps, extending to the inflow margin of attachment, and 1 to 2 mm onto all cusps, showing a slightly reduced inflow orifice area. Pannus lined the sewing ring on the outflow, extending to the outflow rails adjacent to the right and non-coronary cusps. Radiography showed trace mineralization in the host tissue along the sewing ring. Conclusion: the pledgets remaining on the sewing ring appear to be placed on the inner portion of the sewing ring, causing them to lie close to the valve tissue, which may have played a role in recruiting the formation of the pannus out onto the leaflets. The pannus overgrowth on the inflow would have impaired the leaflet mobility. Based on the received information and the returned product analysis, the reported regurgitation is most likely due to the cuspal tear/abrasion. The leaflet contacting with the bias cloth / long suture tail could be the potential cause of the tear. (B)(4).